Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing; the therapy history indicated 36 nonsustained and diverted episodes.